Manufacturer narrative:
Device passed displacement test, rewind test, basic occlusion test, prime test, excessive no delivery test, and occlusion test. No excessive no delivery alarms noted. Device received with broken belt clip slot, cracked reservoir tube lip, cracked case near display window corners, cracked on display window, stained end cap sticker and minor scratches on display window noted.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that insulin pump had a no delivery alarm. The customer¿s blood glucose level was between 200 mg/dl at the time of the incident. The customer reported that no delivery alarm reoccured. The insulin pump alarmed no delivery during troubleshooting. The customer reported that the alarm did not occur during manual prime. The customer was advised to monitor the pump closely. The insulin pump will not be returned for analysis.